Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to some intermittent oversensing and poor morphology. Undersensing was also noted and the patient was symptomatic during the episode. Programming options were discussed and recommended. The health care professional (hcp) will schedule exercise test and contact the local area representative to provide local support. Currently, this product remains in service and no additional adverse patient effects were reported.